Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the motor would not turn. This complaint is related to MDR number 1828100-2013-00549.

Event description:
It was reported that during routine testing of the device at the user facility's animal laboratory, the cooler heater unit was not getting any flow. The user turned on the unit and there was no flow. There was no patient involvement.